Event description:
During index procedure the pt had three endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad thrombus occurred during the procedure. On the same day a myocardial infarction (mi) occurred. The investigator did not indicate whether the mi was related to the target vessel. The investigator did not indicate whether the reported mi was related to the study device/procedure. (Ref MFR # 9612164-2011-01258, 9612164-2011-01259).

Event description:
After deployment of the 1st stent a large thrombus appeared right after origin of the lad and there was reduced flow in the lad. The two additional stents were then implanted. Investigator indicated that the reported event was probably related to the study device.

Event description:
The investigator assessed that the previously reported mi event was possibly related to the study device. The investigator indicated the mi was related to the target vessel.

Manufacturer narrative:
(B)(4). Evaluation results: (mi/occlusion).

Manufacturer narrative:
(B)(4).